Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported a replacement recharger that was sent directly to the patient because the recharger wasn't charging as fast as it used to. The recharger was taking longer to charge. Additional information was received. The patient reported there was a blank recharger screen. The patient reported the recharger was not connecting to the ins to charge since a week ago. The last time the patient felt stimulation was about a week ago. The patient reported a ¿pr av¿ screen on the recharger after the antenna locate feature. The patient reported that he was feeling pain without stimulation. The rep called in and stated seeing a device incompatible screen on the recharger. The patient reported he received a replacement recharger, but the recharger was not working. The patient said he talked to the rep and the rep said the recharger was not compatible. It was clarified that the replacement recharger the patient received did not resolve the issue and the replacement recharger was doing the same thing as the previous one (not connecting to the ins to charge). The patient additionally added that he tried to jumpstart the device and it went for a minute and kicked out. It was clarified the patient meant he started at 60 mins to 59 or 58 mins and stopped. It was determined that the patient needed to follow up with a healthcare provider (hcp) to get the implant checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 crts (B)(4) interface update (rep): additional information received from the manufacturer representative reported that the device not compatible with ins was still been seen. The rep confirmed that it was the new ins recharger that was sent from repair. It was reported that the patient tried her ins recharger and it was charging the ins fine. It was reported that the patient was sent a sensor ins recharger and it should have been a surescan. A replacement was requested so that the patient can get a compatible ins recharger.